Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the wall outlet was smashed, and the cord was broken. A field service engineer noticed an issue with the hospital network related to the wall outlet and recommended that the customer replace the wall outlet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had difficulty signing in. The screen unexpectedly stopped responding and kicked the users out at the fingerprint screen. In addition, when the user was able to sign in, the user was unable to pull the drugs without adding a temporary patient. There was a temperature monitor on the 3e fridge that was malfunctioning. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen not responding and unable to login due to network issue. A field service engineer replaced wall outlet and verified the network issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had unexpectedly stop responding, preventing user to access the required medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.